Event description:
It was reported to tyco health care/kendall in 2008 that a customer had a problem with a dialysis catheter. The customer reported that the mahurkar maxid blue adapter is broken on the sides.

Manufacturer narrative:
"The patients catheter was inserted in 2007, she was scheduled for a replacement because the adapter started to crack".